Manufacturer narrative:
Investiation summary: the event represented is not addressed in the device labeling. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions.results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym sytem software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 11/07/96, the account rec'd erratic results for the bhcg assay while running the analyzer. The pt specimen was initially run straight and a result of > 100 miu/ml was rec'd. The sepcimen was repeated with a 1:200 dilution and a result of <800 miu/ml was rec'd. The specimen was run straight again, and a result of 0.0 miu/ml was rec'd, which was reported. No report of injury.